Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection with sepsis. Additional information indicates that the patient had streptococcal infection. A revision was performed and the pacemaker was reused as an external temporary pacing device. The pacemaker was later explanted and a new system was implanted. No additional adverse patient effects were reported.